Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had felt shocking all over their body, and they didn't have a history of this type of sensation and pain which started yesterday and had gotten worse today. When the patient touched anything the shocking and discomfort was worse. The stim was still on at 3.5v, so they shut it off and turned the implantable neurostimulator (ins) down to 0v but this didn't resolve the issue. The patient later indicated the shocking was coming from the implanted system and was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.